Event description:
Caller states patient tested 6.6 inr and 7.1 inr on the coaguchek s system while a comparison lab returned as 3.8 inr. Patient's coumadin dose was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Boston scientific crm received information that this transvenous right venticular (rv) lead did initially exhibit noise oversensing. Subsequently, a fracture in this lead was identified. The lead was then surgically abandoned. There was no report of adverse patient symptom.